Manufacturer narrative:
As stated in the literature, "a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage." (Handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Adittionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander's shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope. Establishment labs requested the motiva flora ® te in order to test the unit to determine the most assignable cause including but not limited to: revision and characterization of the failure, testing according to approved standards, etc.). Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. - disc printing: no deviation or abnormality detected - base placing: no deviation or abnormality detected - dome assembly: no deviation or abnormality detected - truefixation placement: no deviation or abnormality detected - orientation lines: no deviation or abnormality detected - patch sealing: no deviation or abnormality detected - primary packaging: no deviation or abnormality detected - sterilization: no deviation or abnormality detected - second sterilization round: no deviation or abnormality detected - labeling: no deviation or abnormality detected at establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post-market surveillance of reported complaints & adverse events.

Event description:
It was reported, that when the patient returned from her holiday she called the doctor to tell her that her breast was completely flat. And the tissue expander was completely empty. It is unknown if a reoperation has occurred or if the device was replaced with another tissue expander or an implant. Additional follow ups are being conducted.

Manufacturer narrative:
After analyzing the report and unit received, we found an implant rupture. The device sent back to us for investigation was further analyzed to determine the cause: visual microscope inspection showed trace marks in the shell consistent with those of a sharp instrument reproduced in our laboratory. This is distinct from the pattern resulting from a spontaneous tear in the shell of the implant. Elongation tests confirmed the shell complied with the international specification standards. In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contibuted to this incident. Directions for use review: deflation is a know risk of implantation with tissue expanders and it is documented in the motiva flora tissue expander directions for use ((B)(4) revision 6),as follows: "rupture/deflation: tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander's shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope." Literature review: as stated in the literature, "a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage." (Handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) General conclusion: in conclusion, it was determined that a probable cause for the event reported was a cut resulting from a sharp instrument used which could have weakened the shell. Tissue expanders are not considered lifetime devices, and implant rupture is a risk associated witht surgery which can occur at any time. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post-market surveillance of reported complaints & adverse events. We appreciate you taking the time to bring your concerns to our attention.

Event description:
It was reported that when the patient returned from her holiday she called the doctor to tell her that her breast was completely flat, and the tissue expander was completely empty. It is unknown if the unit was replaced with another tissue expander or an implant. The device was received back for investigation, but no further clinical evidence was provided.